Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a critical pump error. The customer was hit by a wave of water and when the error occurred. The insulin pump had not worked since then. The customer¿s blood glucose during the incident was 5.0 mmol/l. Troubleshooting was performed. They did not receive any pump errors before the critical pump error. The insulin pump¿s battery had already run down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.